Event description:
Device malfunction: resistance during insertion. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a tech trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, resistance was felt during device insertion into the vessel. The device could not be advanced further. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported pt adverse effects. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.